Event description:
It was reported that during a lobectomy there was bleeding of 300 cc after firing the device. When the tissue was checked, stapling was not performed completely. A competing product was used to complete the case. Three were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.